Event description:
It was reported by the rep the device was used in a laparoscopic cholecystectomy. It was reported the doctor claimed the clips of the er320 would not completely close. A complete firing cycle was used and the clip formed at the distal tip, but would not close proximally. The surgeon opened another applier and got the same results. The surgeon saved one of the clips from the first device (lot number l49t15). Both instruments were resterilized before being picked up by the rep. The case was completed using the original 2 device. There was no consequence to the pt.